Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "defective" (rupture). Device remains implanted.

Manufacturer narrative:
Device is not PMA approved.

Event description:
Patient reported "defective". Later reported capsular contracture baker grade iii. This record is for the left side. Device was explanted and replaced with non abbvie.